Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator aborted shock several times while being used in semi-automated external defibrillator (AED) mode. The device was in use on a patient and the patient experienced an outcome of death. The customer reported that the lack of contact of the adhesive electrodes and that the death of the patient was not directly related to the behavior of the mrx.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator aborted shock several times while being used in semi-automated external defibrillator (AED) mode. The device was in use on a patient and the patient experienced an outcome of death. The customer reported that the lack of contact of the adhesive electrodes and that the death of the patient was not directly related to the behavior of the mrx. There was no request for a field service engineer (fse) onsite visit and no service order was opened in regards to this allegation. This complaint was received through the customer feedback process. There was no request for technical support regarding this allegation and there is no record of a service order being opened. Philips is unable to confirm the customer¿s allegation since there was no technical support requested. However, electrocardiogram (ECG) rhythm strips and case events were received from the customer and were reviewed. This reporter stated that a pediatric patient approximately (B)(6) years old, of unknown gender and height, weighing greater than 8 kilograms, weight was admitted to a hospital¿s pediatric intensive care unit (picu), on a date not reported due to a non-clinical cardiac arrest. While admitted on (B)(6) 2019, the patient experienced an event with details not reported, and hospital staff connect the patient to a heartstart mrx device via defibrillator pads; manufacturer, brand, lot number, and expiration date not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. During the event, the heartstart mrx was switched into AED mode, the device analyzed the heart rhythm, a ¿shock advised¿ message was generated, the device then started charging, but before the users could press the shock button to deliver the energy, the mrx auto disarmed itself. The reporter stated this occurred several times. It is unknown if any shocks were administered, if the users switched to manual mode to treat the patient, or if another device was used. The patient was not resuscitated and experienced an outcome of death. No relevant laboratory data was reported. The cause of death was not reported. Review of the provided case event file showed that the device was powered on into the semi-automated external defibrillator (AED) mode, on (B)(6) 2019 at 21:29:54. The patient¿s heart rhythm throughout the entire event was consistent with rhythms of ventricular tachycardia and ventricular fibrillation. Shock 1 was delivered at 21:31:10, where 150.3 joules (j) of energy was delivered, but the arrhythmia did not resolve. The customer did not specify what action was taken to resolve the reported issue. Device resolution data is not available. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator aborted shock several times while being used in semi-automated external defibrillator (AED) mode. The device was in use on a patient and the patient experienced an outcome of death.